Manufacturer narrative:
Concomitant medical products: product ID: addr01 ipg, implant date: (B)(6) 2014; product ID: 3889-28 interstim urinary mgu lead, implant date: (B)(6) 2016; product ID: 3058 interstim urinary mgu ipg, implanted: (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that right ventricular (rv) lead exhibited over-sensing that resulted in ventricular high rate episodes. The rv lead remains in use. No patient complications have been reported as a result of this event.